Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl. The customer also reported damage on the insulin pump display and received a low reservoir alert. The event involved product(s) mmt-1884, mmt-342, mmt-7040b and mmt-432ag. Troubleshooting was partially performed for the low blood glucose event and found that the customer was treated hypoglycemia with glucagon and candy/coke. Troubleshooting was also performed for the damage issue and found the location of damage was on the screen/display and its window cover. Troubleshooting was also performed for the low reservoir alert. Customer reported that insulin in the reservoir lasted longer than low reservoir alert indicated. Reviewed low reservoir setting and function. Customer had been using the insulin pump system within 48hours of reported at the time of event. And it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The product mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device, but the product(s) mmt-342, mmt-7040b and mmt-432ag will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and minor cracked lcd display window. Alleged low reservoir anomalies not confirmed. Alleged cosmetic damage at the lcd display window was confirmed where minor cracked lcd display window was noted. Alleged lcd display window cover not confirmed as it does not exist on the ngp prime model. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.